Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent right heart catheterization on (B)(6) 2019 where the sensor was recalibrated and the mean was increased by 35.1 mmhg. Accurate readings were observed under the manufacturer's patient care network database.